Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 107 mg/dl. The pump supplies were changed and no insulin was observed dripping out of the cartridge pigtail during the load fill tubing sequence. Occlusion alarm reoccurred. A second cartridge change was performed resolving the issue.